Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and patient hospitalization were unknown. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 1 gram, every three days and injection fortum, 1 gram, once daily (routes were not reported). The outcome of the peritonitis was not unknown. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.